Manufacturer narrative:
The customer noted that the leak was very small and the customer tightened the fitting at the 'y' connection. The cts had the customer clean up the leak and prime the system with no errors generated. No further complaints were filed.

Event description:
Upon troubleshooting with the beckman coulter inc. (Bci) customer technical support (cts), the customer noted that the tubing from the wash buffer reservoir from the synchron lx I 725 clinical system was wet and indicated that the wash buffer leaked onto the floor. No injury or operator exposure was reported in this event.